Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the hard drive, and reloaded the software. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system failed to boot up. No pt injury was reported.